Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing tones from their implanted device. Follow-up with the patient's clinic indicated that there was an alert triggered because of a single high voltage lead impedance value on the patient's right ventricular (rv) lead that was outside of the upper programmed limit. The alert was reviewed by the patient's physician. No changes were made and the impedance will be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.